Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented to the clinic for follow-up. Upon interrogation, the pulse generator exhibited backup vvi operation. The device was explanted and replaced on (B)(6) 2015. There were no adverse consequences to the patient.

Manufacturer narrative:
Analysis description:final analysis confirmed the reported backup operation. The root cause of the anomaly was a code corruption. It was noted that the device exhibited a false elective replacement indicator alert. After clearing the eri flag, the device was set to its nominal settings and tested. Analysis found that the device exhibited normal device characteristics and had now reached true eri.